Event description:
(B)(6) called tech services in regards to a merlin.net remote transmission with a vt1 episode that indicated intermittent atrial under sensing during af. Tse discussed that they can consider making the atrial channel more sensitive or use ventricular only discriminators to prevent inappropriate rate branches in the future. No patient symptoms were reported.